Event description:
User facility voluntary medwatch received that stated, "the patient had ns IV fluids running and needed to go for a CT scan. The nurse capped the IV fluids. While in CT, staff noticed that the patient had blood coming from his PICC line. Upon inspection, they found that the tip of the IV tubing/connector had separated from the IV tubing and was still in the PICC cap. They replaced the cap on the PICC line and when the patient returned to the floor the nurse found that the tip of the IV tubing had snapped off in the PICC cap." Upon further query the following information was provided that indicated device breakage, subsequently blood loss was noted. The option-lok male adapter of the tubing set was connected to an unspecified luer activated cap and was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a plum pump. After an unspecified length of time in use, the nurse disconnected the tubing set from the luer activated cap and the patient was sent to the radiology department for a CT scan. The disconnected tubing set remained in the patient's room. After an unspecified length of time in the radiology department, it was reported that an unspecified volume of blood leaked from the luer activated cap. The customer contact indicated that it was noted that a portion of the male adapter of the previous disconnected tubing set had broken off and was lodged in the luer activated cap. The cap was replaced and the CT scan was resumed. After the patient returned to the unit, the nurse examined the disconnected tubing set and noted that a portion of the option-lok male adapter had broken off. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
User facility voluntary medwatch report was received on (B)(6) 2011. The report number was not provided. The customer indicated the device was discarded. Hospira had completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. Based upon the investigation results, hospira has identified that it needs to make dimensional changes to the spin collar that will improve the compliance with the iso standard (B)(4) and interaction with other components. The planned improvements will optimize the design of the thread, taper and taper protrusion of the option-lok to minimize identified failure modes and resultant complaints. This report represents all the information known by the reporter upon query by hospira personnel. Additional information from the voluntary report: brand name: hospira lifeshield, common device name: primary i.v. Plumset, manufacturer name: hospira, inc., (B)(4), catalog #: list no. 11943-12, (B)(4). The reporter does want their identity disclosed.